Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of "low" on glucose monitor. Reportedly, customer inadvertently entered in 20 unit bolus instead of carbs which decreased their bg level. Reportedly, customer lost consciousness and the paramedics were called and transported customer to the emergency room where they were treated intravenously with fluids of saline and dextrose. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage.